Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator.  The reason for call was caller stated patient is trying to connect to the implanted neurostimulators for her legs today but they are getting no device found. Caller stated they charged the ins last night. Agent had caller try to connect with the recharger cord for the neck implanted device. Caller connected the ins and is seeing recharging excellent but then pt stated the ins moved and now she is getting "no device found" pt stated the ins has been moving around in the pocket since implant. Pt stated she told her hcp but he has not done anything about it. Pt stated that she cannot tell if the ins is flipping around but it definitely moves in the pocket. Pss reviewed that the ins moving around will cause charge disconnection but the rtm cord will be replaced to rule out equipment. Agent is sending a request to the repair team for a recharging cord. The patient was redirected to their healthcare provider to further address the issue.